Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient currently receiving baclofen (500 mcg/ml at 112.98 mcg/day) via an implanted pump. On (B)(6) 2016 it was reported that at a previous refill, the hcp (healthcare professional) was surprised when they aspirated the pump and were only able to get drops of drug from the pump and it was not alarming. The expected and actual residual volumes were unknown by the reporter. No patient symptoms were reported. The event date was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.